Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Patient was wearing the pod on the leg between 5 and 24 hours. The legal guardian reported that on 05 june 2026, patient experienced blood glucose level exceeding 450 mg/dl with ketones (amount not provided) and stomach pain while wearing the pod, with bleeding observed at the infusion site. The patient sought medical attention at an emergency department, where treatment of insulin pen injections and intravenous fluids were administered. The patient was released on the same day after staying for the whole day.